Manufacturer narrative:
This complaint is associated to MFR. Report # 2031642-2017-00328.

Event description:
The manufacturer's failure investigation (fi) technician reported an error code message of primary alarm failure in diagnostic log (drpta). There was no patient involvement.